Event description:
The patient experienced pain at the implantable neurostimulator (ins) pocket. The ins moved around a bit in the pocket and was uncomfortable for the patient especially when he sat. The pocket was revised and the ins was repositioned. The result was reported to be "good". The patient outcome was reported as "no injury".